Event description:
Patient presented to the ed with several shocks this morning. The medtronic representative interrogated the device and found that the rv lead was fractured resulting in inappropriate shocks.